Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 07/06/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to dvt & pe prior to cancer surgery. Plaintiff is alleging bleeding, other: anguish/anxiety, other: numbness and tingling in right leg; estimated 50% loss of use of right leg.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It is alleged that "patient received a gunther tulip filter on (B)(6) 2007 at (B)(6). Physician allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Hospital records have been requested but have yet to be provided.

Manufacturer narrative:
Correction(s): follow-up #1 was inadvertently missed as a subsequent follow-up for MFR#. This follow-up for additional information received, is issued as follow-up # 1; as the previous follow-ups #2 and #3 were submitted for MFR#. Blank fields on this form indicate the information is unknown, unavailable or unchanged. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating (bleeding, anxiety, numbness). Unknown if the reported (bleeding, anxiety and numbness) is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Evaluation - the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that "patient received a gunther tulip filter on (B)(6) 2007 at (B)(6) medical center in (B)(6)." It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Hospital records have been requested but have yet to be provided.